Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) and chloride (cl) results generated by the unicel dxc 600i synchron access clinical systems. The erroneous results were reported outside of the lab. The samples were repeated on another instrument, and higher results were obtained. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The system is routinely calibrated every 8 hours followed by a qc run. Prior to the event, na and cl qc results were within the lab's established ranges. A field service engineer (fse) rebuilt the eic and ratio pump, and replaced parts. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.